Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported).